Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Additionally, it was reported that the pump fill estimate remained static for a day. Reportedly, the cartridge had been in use for a couple of weeks. Blood glucose ranged from 129-169 mg/dl. Tandem's technical support educated customer on cartridge/insulin labeling. Customer reverted to manual injections.